Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-00549; 2938836-2020-00550. It was reported that the patient's system was explanted due to infection.